Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure that the customer disabled universal surgical manipulator (usm) 1 due to a fault. The customer did not record the fault number, and the system logs were not available due to a system power cycle. The intuitive tech support engineer (tse) had the customer perform a patient side cart hard power cycle. Afterwards a 319-error message occurred against usm 1. The customer stated that they may abort the case. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. The reported issue was confirmed but not replicated. In the system logs, error 319 was found, indicating a node communication issue. Upon visual inspection, no issues were found which would be related to the reported event. The unit was installed onto a testing system, where no errors were found and the usm functioned as expected. The complaint was confirmed by failure analysis.